Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event description the material rupture was most likely caused by the interaction with the 100% stenosed target lesion which reported to be severely tortuous and moderately calcified.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issue, and the proximal part of the balloon was noted to be vertically separated. The procedure was completed with a different device. There were no patient complications, and the patient condition was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issue, and the proximal part of the balloon was noted to be vertically separated. The procedure was completed with a different device. There were no patient complications, and the patient condition was stable post-procedure.